Event description:
On 08/19/2025, it was reported that the user experienced elevated blood glucose up to 400 mg/dl after eating dinner following a recent hospital discharge for hip replacement surgery. The user¿s glucose returned to range on (B)(6) 2025 at 7:00 am. No external assistance or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.